Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number:(B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (124 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump is indicative of a defect in the air-side layer of the triple layer membrane. Evaluation of the affected blood pump is ongoing. A detailed analysis will be provided as soon as findings are available.

Event description:
Berlin heart inc. Was informed by the clinic on (B)(6) 2018,that an unusual pumping noise was noticed in the right excor blood pump of a patient supported in the bivad configuration. The clinic also noted that the pump was not emptying completely. A video of the incident was provided by the clinic. Upon evaluation, berlin heart inc. Recommended the replacement of the affected blood pump. The affected right excor blood pump was immediately exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient was not adversely affected.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was confirmed between the air-side layer and middle layer of the triple-layer membrane. A minimal quantity of small particles were detected in the membrane interstices. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the air-side layer along the rolling radius of the stabilization ring. Furthermore, graphite agglomerates were found between the membranes. The middle and blood-side layers of the triple layer membrane were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all the three individual layers including at the region of the defect. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).